Manufacturer narrative:
A1,2,3,4,b6,7,d10-information not provided by affiliate. H4,d5-information not available. Conclusion: based upon the information received and the visual examination, it was concluded that the instrument was returned non-fucntional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used during a total gastrectomy. It was reported the firing knob was broken on the third firing. There was nothing wrong with the instrument until dr closed the closing lever. The case was completed with a new device. There was no consequence to the pt.